Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4) , alleging inaccurate results of 11.7mmol/l obtained using the subject device compared to 8.1mmol/l obtained using another (contour next) device, both readings within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.